Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Crd_993 - bright EU pas. Patient ID: (B)(6). It was reported that on (B)(6) 2021, the patient presented with tricuspid regurgitation (tr) grade 4, with anterior, posterior, septal leaflet tethering. Two xtw triclips were successfully implanted, reducing the tr to grade 2. There were no complications. On (B)(6) 2024, recurrent tr grade 3 was noted. Per physician, the event was not serious. There was no additional hospitalization required and no intervention due to this issue. There was no device malfunction.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported recurrent tricuspid regurgitation (tr) was unable to be determined. The reported patient effect of tricuspid regurgitation, as listed in the triclip system instructions for use, is a known possible complication associated with triclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.